Event description:
It was reported that the patient with this implantable pacemaker has stated the device needs to be replaced in 10 months but believes that the device is supposed to last 10 years since implantation in 2018. Boston scientific technical services (ts) referred patient to physician for an accurate remaining device battery life. This device remains in service. No adverse patient effects were reported. Additional information indicates that this implantable pacemaker was explanted and a new implantable pacemaker was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 impact code. This supplemental report was created to capture additional information.

Event description:
It was reported that the patient with this implantable pacemaker has stated the device needs to be replaced in 10 months but believes that the device is supposed to last 10 years since implantation in 2018. Boston scientific technical services (ts) referred patient to physician for an accurate remaining device battery life. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker has stated the device needs to be replaced in 10 months but believes that the device is supposed to last 10 years since implantation in 2018. Boston scientific technical services (ts) referred patient to physician for an accurate remaining device battery life. This device remains in service. No adverse patient effects were reported. Additional information indicates that this implantable pacemaker was explanted and a new implantable pacemaker was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 impact code. This supplemental report was created to capture additional information. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.